Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monomax suture. The client reported that in a relatively short period of time, patients in whom this end was used to close the abdominal wall required revision due to eventration. All sutures were from the same batch. She underwent laparohysterectomy on (B)(6) 2026. Revision was required due to eventration on (B)(6) 2026. Patients 1 and 3 were operated on by 1 surgeon, and patient 2 by a second surgeon. Additional information has been requested.